Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. Physician does not believe that the pacing system or procedure contributed to the cause of the infection. The pulse generator and right ventricular lead were explanted due to infection. New system was implanted on (B)(6) 2018. Patient was stable before, during, and after the procedure and will continue to be followed up.

Manufacturer narrative:
Analysis was normal. No anomalies were found.